Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 120 mg/dl, 150 mg/dl, 70 mg/dl, and 80 mg/dl. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.